Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-sep-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. A field service engineer (fse) remotely dialed into the system, contacted the customer, and advised them to login to the system. The customer then recovered drawer from the recovered storage space, tested the drawer functionality and confirmed that the issue was resolved. The system functioned as intended after the field service engineer had investigated and addressed the issue on the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had a drawer failure.the customer stated that this malfunction occurred while dispensing the medication.there were no adverse events or injuries reported based on this event.